Manufacturer narrative:
This event was initially deemed not reportable based on our reporting strategy active at the time of the alert date; however, following a recent retrospective review of complaints this event was made reportable out of an abundance of caution. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The actual complaint product was returned for evaluation. There is a rupture in the tubing between the 114 cm and 115 cm depth markers. An attempt was made to flush water through the tubing from the ruptured area. Slight resistance was encountered. Firmness was felt between the 45 cm and 50 cm depth markers. The tubing was cut between 49 cm depth marker. Occlusion was not observed. Water was then flushed through both segments of the cut tubing, without resistance. A root cause has not been determined.

Event description:
Avanos medical inc. Received a single report that referenced two different incidents, which were associated with separate units, involving xx different patients. This is the second of two reports. Refer to 9611594-2026-00377 for the first report. It was reported that a nasogastric tube ruptured. The tube was replaced.